Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 29-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that adt messaging was not sending validation codes to the cabinet despite the pharmacy generating the codes. A technical support specialist confirmed that no validation messages were received from the framework system and advised the customer to follow up with their information technology team for further investigation. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, nurses were trying to issue the medication and then called for the validation code. The pharmacy generated a validation code, but the medication did not populate at the cabinet because the adt messaging was not sending. The pharmacy was using qs1 to send messages to mql. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.